Event description:
Dr (general surgeon) implanted an 8 x 14 patch of veritas collagen matrix for an underlay abdominal component separation without any problems. After the patch was implanted, the general surgeon left the operating room to let another dr (plastic surgeon) complete his portion of the procedure. When the general surgeon returned, he noted that the veritas patch had torn. The patch was removed and an unspecified size alloderm patch was placed. It was thought that the patch may have been implanted under tension.

Manufacturer narrative:
No product was returned for evaluation. According to the device history record, the device met specification at the time of manufacture.